Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that the automated impella controller (aic) did not register the purge disc. Cassettes were changed multiple times without resolve. The console was switched out. There were no reports of patient harm associated with the alarm. This report represents the first automated impella controller used. Separate report(s) will be submitted for related device(s).

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated. Section d1 brand name corrected.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 56-year-old female patient presenting with cardiomyopathy. The patient had a history of hypertension, hyperlipidemia, ischemic cardiomyopathy, automated implantable cardioverter-defibrillator (aicd), mitral valve clip, chronic obstructive pulmonary disease, and type ii diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, heparin was on hold and the patient developed a hematoma at the impella insertion site that gradually became larger and more painful, prompting a washout procedure. Hematoma evacuation and washout were performed. The registered nurse reported that the automated impella controller (aic) did not register the purge disc, despite changing multiple cassettes. After switching to another aic, the optical sensor was not reading on the console. Echocardiography was performed to confirm device position, which was found to be appropriate, with flows and motor current within normal limits for the performance level. The device was taken to biomed to be sent back to headquarters for diagnostics. A placement signal not reliable alarm was present; echocardiography again confirmed appropriate position per the managing physician. Flow was no longer reading on the screen, but motor current and purge pressures remained within normal limits. Additional precautions were discussed due to concern about the absence of visible alarms. Data logs from the controller were sent back for maintenance due to the inability to detect the purge cassette. The patient survived to explant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Section d4 primary UDI number has been updated.